Manufacturer narrative:
A device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing was performed, and no leaks or blockage were observed. A pull test was performed, and no separation was noted. The sample was functionally tested on an in-lab pump with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified quantity of solution sets, air in line was observed. The event was further described as "pulls air often, creating air in line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.